Manufacturer narrative:
The pump has not been returned to animas. If the device is returned or additional information is obtained, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
It was reported that patient died in her sleep on (B)(6) 2010, no autopsy was performed, and cause of death was not determined. Blood glucose level on (B)(6) 2010 was reported to be 260 mg/dl; no other bg values are known.